Event description:
It was reported air was observed in the line of an amia automated pd set with cassette. The event occurred while the patent was connected during an unknown process step during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.